Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit lens repositioning was performed but it did not resolve the problem. The lens was later exchanged for a longer length lens and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product, inside a microcentrifuge vial. Visual inspection found the optic and haptics deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).